Event description:
It was reported that the tips are broken. There was no report of an adverse outcome for the pt.

Manufacturer narrative:
Retrospective quality review indicated this complaint should have been MDR reportable. No additional clinical info was received. A review of the complaint log indicated that this had occurred previously. An engineering change order was issued on (B)(4) 2007 to address this issue by strengthening the tips. The issue of tip splaying was addressed in the failure modes and effects analysis (fmea) in the (B)(4). Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.